Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no power anomaly. The customer states their device is not lasting the expected battery life span. The customer states the device did not alert for low battery, but for power off alert. The customer's blood glucose at the time of incident was unknown. Troubleshoot was conducted. The customer was advised to insert new recommended battery and to monitor the device, and call back if issues persist. Nothing is being returned at this time.